Event description:
During prep of the mapping catheter, electrodes 9 & 10 were not receiving a signal. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for bi-directional deflectable vascular catheter, 7fr webster cs bi-directional deflectable catheter, f-j curve, 12 pin w/e-z stee (per site reporter).